Manufacturer narrative:
The remote service engineer assessed the device and determined that the therapy test failed because of an issue with the therapy capacitor, which requires replacement. The customer was given the part number and pricing for a replacement therapy capacitor. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the dfm100 device indicating that the therapy delivery test failed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.